Manufacturer narrative:
Results code- product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood on and in the balloon. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture on the balloon above the distal marker, 2 mm distal to the balloon distal marker and extending proximally for a length of 6 mm. There were no scratches visible. There was no other damage noted to the balloon catheter. The balloon catheter was sent to the scanning electron microscopy lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: balloon rupture; subsequent perforation requiring intervention. Device issue: balloon rupture. It was reported that during pre-dilatation, the voyager nc balloon ruptured at 28 atm (contrary to IFU) and caused a perforation, in order to cover up this arterial perforation a long inflation was performed at the site of the perforation and a zeta stent was implanted. No additional event or pt info is available.